Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl at the time of incident. The customer¿s current blood glucose value was 80 mg/dl. The customer did not provide information about symptoms of low blood glucose value. Customer uses auto mode. The customer treated low blood glucose value by food. Based on customer¿s report customer did allege over delivery because of low blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.